Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer. A technical investigation was not possible to perform, as the devices were not at hand for investigation. The devices were given to the patient after explantation. Possible causes for the reported event according to dfmea: line 43 : mal-function of device, leading to excessive wear, corrosion, metal ion release, loss of connection, dislocation of insert: due to off label use, combination with non approved zimmer products (eg. Different inserts, not compatible screws, implant and instruments). Comparison to investigation results whether it is possible and justification: line 43 : possible: received product stickers show that the zimmer biomet products were combined with competitor (mathys) product. The product combination used is not authorized by zimmer biomet. The IFU states that "only authorized combinations must be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com." Based on the given information and the results of the investigation, we could identify a root cause for this issue. The root cause is off-label use. Zimmer biomet products were combined with a competitor product. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a alpha insert me neutral ll/28 on (B)(6) 2009. The patient was revised on (B)(6) 2015 due to pain and loosening. The following statement was reported. "Implantation of a hip endoprosthesis in 2009 at (B)(6). Patient experienced pain after 6 - 9 months. In (B)(6) 2015, patient went to hospital. Endoprosthesis was checked. Result: an incompatible metal on metal pairing was used. The sandwich-inlay with metasul-inlay should have been combined with a metasul head. Instead of that a soft cocr head has been used which caused to a great amount of abrasion in the last 6 years. During revision substantial metallosis reaction in periprosthetic tissue with consecutive loosening of the cement less stem, which was also removed. " since we received the month and the year of the implantation, we entered the 1st day of the month.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer. A technical investigation was not possible to perform, as the devices were not at hand for investigation. The devices were given to the patient after explantation. Possible causes for the reported event according to dfmea: line 43 : mal-function of device, leading to excessive wear, corrosion, metal ion release, loss of connection, dislocation of insert -> due to off label use, combination with non approved zimmer products (eg. Different inserts, not compatible screws, implant and instruments) comparison to investigation results whether it is possible and justification: line 43 : possible -> received product stickers show that the zimmer biomet products were combined with competitior(mathys) product the product combination used is not authorized by zimmer biomet. The IFU states that "only authorized combinations must be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com." Based on the given information and the results of the investigation, we could identify a root cause for this issue. The root cause is off-label use. Zimmer biomet products were combined with a competitor product. The need for corrective measures is not indicated and zimmer (B)(4)considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a alpha insert me neutral ll/28 on (B)(6) 2009. The patient was revised on (B)(6) 2015 due to pain and loosening. The following statement was reported. "Implantation of a hip endoprosthesis in 2009 at (B)(6). Patient experienced pain after 6 - 9 months. In (B)(6) 2015, patient went to hospital. Endoprosthesis was checked. Result: an incompatible metal on metal pairing was used. The sandwich-inlay with metasul-inlay should have been combined with a metasul head. Instead of that a soft cocr head has been used which caused to a great amount of abrasion in the last 6 years. During revision substantial metallosis reaction in periprosthetic tissue with consecutive loosening of the cement less stem, which was also removed. " since we received the month and the year of the implantation and revision surgery, we entered the 1st day of the month.